Event description:
The customer reported the fluoroscopic image was intermittently whited out. This issue will effectively eliminate the ability to review a real time image. System functionality was recovered following a reboot of the system. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors on the display adapter pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.